Manufacturer narrative:
Additional device: tibial. Additional catalog #: t 100020. Additional lot #: t 0910032. Additional exp date: 04/2010. Additional device manufacture date: t 10/2009. Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional info received, the investigation may be re-opened.

Event description:
During an x-ray templating meeting at the hospital, x-rays were presented for one of doctor's pts scheduled for conversion of a tgs uka to a total knee for persistent pain. The operative knee was the right knee. Conversion to a total knee was done and was uneventful.